Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not generating images and a warning message "exposure failed please retry" was displayed. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer as customer resolved the issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not generating images and a warning message "exposure failed please retry" was displayed. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.